Manufacturer narrative:
A follow-up repot will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's energy output was low. There was no reported patient involvement.